Event description:
The following has been reported to fresenius kabi: client requested the review and download of data from the infusion pump with serial no. (B)(6) from the emergency department due to the clinical event reported where there is suspicion of additional passage in the scheduled to the patient in the treatment when passing through the infusion pump in the administration of the medication. "The client passed the drug ketamine, the pump was programmed to pass 10 ml/hour, however the drug started infusion at 17:50 and ends earlier at 20:00. The drug was set to pass at 04:00 the next day (the drug passage was calculated to pass in approximately 10 hours). The total volume to infuse was approximately 100ml. The patient did not have any damage to his health condition, but the institution requires the pump's event history to validate why the medication was terminated before the established time, if boluses occurred during infusion or if it is related to the equipment." Device history record was reviewed and nothing was found related to the reported event. Device log was downloaded locally and provided for analysis. The device was not returned to brézins for investigation as device check was carried out locally. Compliant device quality control certificate was provided. Device history log was reviewed by our investigator in brézins. Drug selection was matching the event description. Upon analysis, it was observed that the previous infused volume was not cleared therefore infusion could have been perceived as ending earlier than expected. Also several occlusion alarms were found which implies several stop of the device and would rather induces under flow and not over flow as stated in the reported event. However recorded infused volume matches the calculated volume. As per provided quality control certificate, no dysfunction of the device could be found. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.